Event description:
Information was received by a manufacture representative (rep) via an (B)(6) trial patient regarding an external neurostimulator (ens). Patient has to straight catherize every 2-3 hours. They had an issue the last two days where the patient had to drink a lot of water; they have been leaking more than usual. The patient's healthcare provider (hcp) wants them to give it more time. They have to drink a mass of fluids during the evaluation as the patient is having a hard time having a bowel movement; they've had bowel movement issues since evaluation start. No further patient complications have been reported as a result of this event.